Event description:
It was reported that during a case, it was noticed that the tip of the large pointer was bent.

Event description:
It was reported that during a case, it was noticed that the tip of the large pointer was bent.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional data: d4 and h4.